Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Concomitant medical products: catalog number:010000666 lot number:6583574 brand name: g7 pps ltd acet shell 58g. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04398. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not seat into the shell. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g1-2, g3, g6, h2, h6. One g7 pps ltd acet shell 58g item# 010000666 lot# 6583574 and one g7 neutral e1 liner 36mm g item# 010000859 lot# 6722615 were returned and evaluated. Upon visual inspection the shell has scuffing on the inner radius and a scratch in the porous coating of the od. The liner has damage to the lip and to the locking feature of the device. A definitive root cause cannot be determined. The damage to the locking feature would prevent mating. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.